Manufacturer narrative:
The customer the reported meter and investigation is in process. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported observing evidence of fire on his adc blood glucose meter. Customer reported that the inside of the screen seemed to be burned out. There was no report of death,serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The reported meter was returned and investigated with retained test strips. The meter did not power on with button depression or with strip insertion. The meter could not communicate when attached to the computer therefore, the meter's download was unsuccessful. The meter was sent for further investigation and during examination it was determined that the burn was consistent with external electromagnetic radiation source. In addition, a DHR was performed on the meter and the meter passed all tests prior to it's release. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and is pending investigation. Once additional information is obtained, a final report will be submitted.